Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone call to report an error alarm from their insulin pump. The customer's blood glucose level at the time of the call was 201 mg/dl. The customer stated that there was a red x on the screen of the insulin pump., the customer was informed to return the device for analysis.

Manufacturer narrative:
Unit was received with critical pump error and unable to download due to corroded electronic assemblies. Unit was received with corroded motor home switch. Unit was received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, stained serial number label and minor scratches on lcd window.